Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: the trocar worked as the first port for inserting camera. The balloon has been inflated and the trocar was used during the surgery. However, the balloon of the trocar suddenly burst and the air leaked out from the balloon during the procedure, the trocar could not anchor on the skin firmly. To fix the problem. A new trocar was opened and the surgery can be continued. No pt injury.